Event description:
Account alleged no reverse trendelenberg. No injuries.

Manufacturer narrative:
Account wanted to know if it could be the logic board. Technician told the account that it could be the logic board. The account stated the bed has been repaired but they do not remember what was done to repair the bed. The issue is resolved.